Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with multiple assays on the cobas 8000 e 801 module. Data was provided for five patient samples with questionable results. The questionable results were reported outside of the laboratory. Results from the following tests were affected: elecsys ferritin, ft4, tsh, the elecsys vitamin b12 immunoassay, and roche elecsys folate iii. The specific ft4 and tsh reagents used were requested, but not provided. The first sample initially resulted in a ferritin value of 0.5 ng/ml and it repeated as 28.2 ng/ml. The second sample initially resulted in a ft4 value of > 100 ng/dl and it repeated as 14.4 ng/dl. The third sample initially resulted in a tsh value of 0.013 uu/ml and it repeated as 1.54 uu/ml. The fourth sample initially resulted in a b12 value of > 2000 pg/ml and it repeated as 439 pg/ml. The fifth sample initially resulted in a folate value of > 20 mcg and it repeated as 439 mcg. The reagent lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The field service engineer found that tubing had been rubbing on a metal channel. Due to this issue, the tubing split and allowed air in. The tubing and tube guides were replaced.